Event description:
Customer reported that she had unexplained low blood glucose because her insulin pump was delivering too much insulin. Customer stated that she is a brittle diabetic and the slightest too much insulin caused low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.